Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented and admitted to the emergency room with symptoms of congestive heart failure (chf) and a reported syncopal episode. The device was interrogated and no therapy had been delivered. The patient's cardiologist made no programming changes to the device. No further information was available.